Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain (sharp cramps in pelvic area)") in a 30-year-old female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery (live child) in 2006, normal delivery (live child) in 2009, gravida ii and parity 2 ((B)(6) 2006, (B)(6) 2009). *plaintiff did not claim that she was allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: mirena from 2006 to 2008. Concurrent conditions included irregular periods since (B)(6) 2011, nonsmoker and dysfunctional uterine bleeding. Family history included hypertension (sister). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 3 months 27 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced abdominal pain lower ("low sharp cramping pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain with intercourse"). On an unknown date, the patient experienced vaginal discharge ("thick green mucousdischarge from vagina/heavy green discharge"), gastrointestinal disorder ("upper gi issues"), vitamin d deficiency ("vitamin d deficiency"), back pain ("back pain"), bladder disorder ("bladder issues"), allergy to metals ("hypersensitivity reaction to nickel"), mental disorder ("aggravated any psychiatric and /or psychological condition") and muscle spasms ("pelvic muscle spasms"). The patient was treated with ibuprofen (motrin) and surgery (interpreted as laparoscopically assisted vaginal hysterectomy with tubes removed & cervix). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the vaginal discharge and back pain had resolved, the gastrointestinal disorder, vitamin d deficiency, abdominal pain lower, dyspareunia, bladder disorder, allergy to metals and mental disorder outcome was unknown and the muscle spasms had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, dyspareunia, gastrointestinal disorder, mental disorder, muscle spasms, pelvic pain, vaginal discharge and vitamin d deficiency to be related to essure. The reporter commented: she did not have any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure tubes in place . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. It was reported that consumer experienced severe and permanent injuries. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain (sharp cramps in pelvic area)") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery (live child) in (B)(6), normal delivery (live child) in (B)(6), multigravida and parity 2 ((B)(6)). *plaintiff did not claim that she was allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: mirena from 2006 to 2008. Concurrent conditions included irregular periods since (B)(6) 2011, nonsmoker and dysfunctional uterine bleeding. Family history included hypertension (sister). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced abdominal pain lower ("low sharp cramping pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain with intercourse"). On an unknown date, the patient experienced vaginal discharge ("thick green mucous discharge from vagina/heavy green discharge"), gastrointestinal disorder ("upper gi issues"), vitamin d deficiency ("vitamin d deficiency"), back pain ("back pain"), bladder disorder ("bladder issues"), allergy to metals ("hypersensitivity reaction to nickel"), mental disorder ("aggravated any psychiatric and /or psychological condition") and muscle spasms ("pelvic muscle spasms"). The patient was treated with ibuprofen (motrin) and surgery (interpreted as laparoscopically assisted vaginal hysterectomy with tubes removed & cervix). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the vaginal discharge and back pain had resolved, the gastrointestinal disorder, vitamin d deficiency, abdominal pain lower, dyspareunia, bladder disorder, allergy to metals and mental disorder outcome was unknown and the muscle spasms had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, dyspareunia, gastrointestinal disorder, mental disorder, muscle spasms, pelvic pain, vaginal discharge and vitamin d deficiency to be related to essure. The reporter commented: she did not have any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure tubes in place. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet and medical record received - all relevant medical history, concurrent condition, concomitant medication added. Lot number added. Events heavy green discharge, upper gi issues, was hospitalized for vitamin d deficiency, back pain, pain with intercourse, persistent pelvic pain, bladder issues, low sharp cramping pain, bladder issues, hypersensitivity reaction to nickel, aggravated any psychiatric and /or psychological condition and pelvic muscle spasms. Event severe and permanent injuries was deleted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Case category become valid. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.